Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549830, expiration date 10/31/2008). (B)(4)

Event description:
Customer reportedly rec'd the following results on the advantage system within 10 minutes (two advantage systems were used during the comparison; it is unk which system produced the discrepant results): 149 mg/dl, hi (greater than 600 mg/dl), 325 mg/dl, 336 mg/dl, 303 mg/dl, and 125 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.